Manufacturer narrative:
The customer's complaint for the device's inability to cauterize has not been confirmed. The device was received with no obvious defects. The visual inspection during analysis reveals no anomalies, and the device passed functional testing.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.(B)(4)

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure.according to the complainant, the injection gold probe device would not cauterize, during the procedure. A second injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure. According to the complainant, the injection gold probe device would not cauterize, during the procedure. A second injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)